Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included overweight, dysfunctional uterine bleeding and pelvic infection. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("unable to have intercourse due to severe pain"), pelvic pain ("pain/pelvic pain"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced visual impairment ("vision/eye problems type: decreased site"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pain ("right side body with pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dyspareunia, alopecia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, dysmenorrhoea, visual impairment and fatigue outcome was unknown and the pelvic pain, pain and weight increased had resolved. The reporter considered alopecia, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, pain, pelvic pain, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: for left ostia and right ostia less than 3 coils were noted protruding into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2016: results: bilateral tubal occlusion; in (B)(6) 2016: results: unilateral occlusion. Abnormal pap smear: (B)(6) 2017. (B)(6) 2017: cervical high risk human papillomavirus (hpv) dna test positive. Atypical squamous cells of undermined significance on cytologic smear of cervix. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received. Outcome of pain was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, dysfunctional uterine bleeding and pelvic infection. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("unable to have intercourse due to severe pain"), pelvic pain ("pain"), alopecia ("hair loss"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced visual impairment ("vision/eye problems type: decreased site"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pain ("right side body with pain") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, dyspareunia, pain, alopecia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, dysmenorrhoea, visual impairment and fatigue outcome was unknown and the pelvic pain and weight increased had resolved. The reporter considered alopecia, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, pain, pelvic pain, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: for left ostia and right ostia less than 3 coils were noted protruding into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: bilateral tubal occlusion; in october 2016: unilateral occlusion. Abnormal pap smear: (B)(6) 2017. (B)(6) 2017 - cervical high risk human papillomavirus (hpv) dna test positive. Atypical squamous cells of undermined significance on cytologic smear of cervix . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, dysmenorrhoea, visual impairment, fatigue, weight increased, alopecia and reporter, patient demographic information, concomitant disease, lab data added. Event perforation of organs was updated to meddra pt fallopian tube perforation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), dyspareunia ("unable to have intercourse due to severe pain"), pelvic pain ("pain") and pain ("right side body with pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, dyspareunia, pelvic pain and pain outcome was unknown. The reporter considered dyspareunia, pain, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.